Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram once in four days, route and duration not reported) and fortum injection (1 gram daily, route and duration not reported) for the peritonitis. Antibiotic treatment was reported to be ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.